Event description:
Unit was working with approximately 100 mls fluid in liner. For no apparent reason, fluid exploded through patient port covering theatre in debris. Red braided hose was also blown off.